Event description:
Reported as: "band erosion". Follow-up with md office clarified: "decreased restriction and x-ray performed indicated a possible erosion of the band".

Manufacturer narrative:
Medwatch sent to FDA on: 05/16/2008. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device returned noted surgical-like damage to the ring and tubing of the band. We believe the damage was likely caused during surgery to remove the device. Analysis of the device noted an opening on the shell of the band that may have been caused by the erosion since acid-degradation of parts of the device have been confirmed. Erosion is a surgical/physiological complication, and an analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of brand erosion into stomach tissue. Re-operation to remove the device is required." "Caution: as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract."